Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was broken. The customer¿s blood glucose levels were 123 mg/dl and 229 mg/dl. The customer reported the sensor fractured while in the body. The customer also reported blood at site. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random opened and used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened and used. No sensor break found.